Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that steps taken to resolve the loss of effect included using "necklace" which did not help as it would "go off" if the patient bent over. The issue had not been resolved as the device was "way too sensation" and would "go off too easily." The patient "tried it in [their] pocket," but it "went off 8 times." Not clear as to what necklace and putting it pocket meant.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0wb6p, implanted: (B)(6)2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that the experienced a return of symptoms and increased stimulation but it did not help. The patient further reported that their urinary symptoms returned three days ago prior to the report which was sudden but did not remember exactly when. The patient was at 1.8v and was reviewed that the patient could go up to 10.5v if stimulation was comfortable and if it did not resolve, they could ask the healthcare professional (hcp) about changing programs. Additional information received from the patient reported that the patient changed program and it did not resolve the issue. The event occurred during product use and the indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. If additional information is received, a follow- up report will be sent.